Event description:
Pt was revised to address poly wear of the liner and osteolysis.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as lot code required was unavailable. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx nine years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be re-opened.